Event description:
It was reported that pt underwent primary knee procedure on (B)(6) 2009. Pt underwent revision surgery on (B)(6) 2011 due to femoral loosening. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. A review of the complaint database showed no similar complaints for this item/lot number. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4) 2011.